Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited 1 beat of post-paced t-wave oversensing on the electrogram. Because this was the first event of oversensing and there was only 1 beat oversensed, no intervention was performed. The patient was stable and would be monitored.